Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial and femoral components at the cement to implant interface. Two depuy cements were used. Attune ps femoral component, insert and rp tray were removed. Both femur and tibial tray come off without cement on them. Cement mantle remained in knee. Attune patella was retained. Doi: unknown. Dor: (B)(6) 2020. Left knee.